Event description:
It was reported this was a procedure to treat a perforated location in the first diagonal. A 2.80x16 graftmaster was inserted and deployed. However, the perforation was unable to be sealed. Therefore, a 2.80x19 graftmaster was inserted and deployed proximally. The perforation was still unable to be sealed, so a 2.80x26 graftmaster was inserted and deployed, successfully treating the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster device referenced is being filed under a separate medwatch report number.